Event description:
It was reported that there was a loss of signal with the implantable cardiac monitor (icm) device post implant. It was also reported that loss of contact should diminish as the patient's pocket matures. The icm device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).